Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken hook was completely detached from the distal clevis. Additional observation(s) not reported by site: the instrument was found to have a broken conductor wire at tip. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was found to have a broken distal pitch cable at the tip. The broken cable segment that contains the crimp was still installed. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Related & duplicate complaints identification: as of 12/05/2024, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Event verification: a review of the instrument log for the instrument (470183-16 / k14230720 0094) associated with this event was performed. Per logs, the instrument was last used on 06/14/2024 on system (B)(4) during lower anterior resection (lar) surgical procedure. The instrument had 5 uses remaining after last use. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the instrument for suturing. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause the hook to break. This issue can be resolved by using an alternate instrument to complete the procedure. No additional actions are currently required given that this issue will continue to be tracked per (B)(4) (quality data review meetings).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tie rod of permanent cautery hook (pch) instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the distributor and obtained the following information: the broken part on permanent cautery hook (pch) instrument was observed during a procedure but no fragment fell into the patient. Patient did not return to hospital due to experiencing any post-surgical complications related to retention of foreign material.